Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2023), device pending return.

Event description:
It was reported that during preparation of the port placement procedure via right internal jugular vein, resistance was met when flushing the catheter and aspirating the heparinized water in vitro. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event investigation summary: one powerport implantable port, one tunneler, one 6.5 peel-apart sheath and vessel dilator, one vein pick, one straight non-coring needle, one cath-lock and one flushing connector loaded to a catheter were received for evaluation. Visual, microscopic, functional and tactile evaluations were performed. No leaks were observed throughout the infusion test. The investigation is inconclusive for the reported difficult to flush and suction issues as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, resistance was met when flushing the catheter and aspirating the heparinized water in vitro. The procedure was completed using another device. There was no reported patient injury.